Event description:
The customer reported the insulin pump had a blank screen. The blood glucose reading at time of the call was 401mg/dl. Troubleshooting was performed. The customer accidentally went into the pool with the insulin pump. The device was dried and worked fine for a couple of days. The customer noticed fluid in the liquid crystal display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of moisture damage on the electronic assembly.